Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that needle was defective it was giving a loose tip error on console screen at an unknown timing for cataract surgery with intraocular lens implant. A new needle had to open to be able to go on with the procedure. No patient impact was reported. Additional information was received that there was no contact with patient and no impact. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened phacoemulsification tip in a wrench was returned. The returned sample was visually inspected and was found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The sample was functionally thread checked with a go and no-go gage and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.